Event description:
It was reported that difficulty was encountered during the subclavian vein angioplasty procedure using the blue max balloon dilatation catheter. The balloon was observed to peel away from the catheter shaft during inflation. In addition the balloon did not maintain pressure. The device was removed. The procedure was successfully completed using a new balloon catheter. It ws reported that no harm came to the patient as a result of the issue.